Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings:during investigation, evidence of moisture contamination was found inside the battery compartment. A battery compartment crack was observed in the thread area. A leak test was performed and showed a leak at the battery compartment crack. This caused the pump to fail the leak test. The pump case was removed to find no evidence of additional moisture inside the pump. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim discolored display.